Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient developed peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was not reported. On an unreported date, the patient was treated with unspecified anti-inflammatory and unspecified anti-biotics (doses, frequencies and route not reported) for peritonitis. On an unreported date, the patient recovered from the peritonitis and dianeal therapy was ongoing. No additional information is available.